Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated a viscoelastic that is not qualified for use with any delivery systems. There have been no other complaints reported in the lot number. Additional information was requested on 12/20/2011 by fax and mail. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the patient's ucva was approximately 20/20 for the first few days, then dropped to 20/60 during the first few weeks and could not get better than 20/40. The surgeon reported the patient developed posterior capsule opacification (pco) and as it worsened, he decided to perform a yag capsulotomy as he felt it was the source of the vision drop; however, this did not help improve the visual acuity. The surgeon reported a retinal consult felt that the patient's macula was fine. The surgeon reported the event continues and it is unknown if the device caused/contributed to the event. He reported that the fellow eye has been recently implanted with an iol (different model from the first eye) and this has made the first eye even more bothersome for her. Information from the surgeon indicated that an unapproved viscoelastic was used during the surgery.